Manufacturer narrative:
During displacement test, the device returned a pump error 41 while the motor was loading. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. The motor was tested outside the device, and it passed. The pump error 41 is due to some problem with the electronics.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The blood glucose was unknown. The troubleshooting was performed and they were able to clear the alarm and able to rewind the pump. The displacement test was performed and it was failed. The device will be returned for the analysis.